Event description:
Customer reported via phone, customer was attempting to enter his blood glucose level to the insulin pump and it wouldn't set, then it alarmed button error. Customer's blood glucose was 96 mg/dl. Customer stated the act button was unresponsive and he didn't recall any significant events which may have cause the keypad anomaly. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.